Event description:
Reportedly, in 2009, the patient underwent a therapeutic plasma exchange (tpe) procedure with ffp as replacement fluid for ttp. The procedure was uneventful except for an air in return air detector alarm at the end of the procedure. The operator was unable to clear the alarm and performed a manual rinseback. This is part of their normal protocol, and they are familiar with performing manual rinseback. The procedure ended with no additional issues. The patient's medical condition was unchanged from prior to the procedures. Two days post procedure, the patient expired. The customer does not think the alarm, the machine, or the procedure had any bearing on the death of the patient. This MDR is being filed due to the proximity of the death to the tpe procedure.

Event description:
The account is unable to obtain accurate patient results due to error code 1007 (unable to process test, activated read failure) generated on the architect i2000 analyzer. The issue was resolved by replacing the reaction vessel cells with another lot (66339p100). No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.